Event description:
The physician utilizes an apical approach and advances the sheath up one side of the loop graft, declots and then retracts sheath to the apical access site and redirects it up the opposite arm of the graft. In this case, the physician completed the venous side of the graft and had moved the sheath to the arterial arm of the graft. On re-advancement of the 7fr device through the sheath the radiopague band was noted to separate from the sheath. Retrieval of the spearated band was accomplished.